Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one used complaint sample of drain was received for evaluation. During visual inspection, no negative observation was found. Furthermore, function test (manual suction) was performed with the drain, and it was found ok functionally. As per standard practice, 100% inspection was carried out, visual before and after packing of finished goods, prior to the product release. There was no scope to miss out such defect, at manufacturing / release stage. During investigation of the complaint, batch manufacturing record and retained sample review was performed. No discrepancy as per the reported defect was observed. Retention sample of complaint lot were checked and found satisfactory. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information provided: tape was attached to the product, and the site was narrowed. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? J2211076 and prod code: 2227. Was the issue noticed during first activation? No further information is available. Was another drain needed to correct the situation? Yes, another one was used. If yes, was the new drain placed surgically during a second procedure? No further information is available. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. No further information will be provided." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. During procedure, it was unknown if the drain was occluded, but suction could not be done, so another package was opened. Further details are not provided. There were no adverse consequences to the patient.